Event description:
(B)(6) md reports pt is currently in the emergency department and will likely get admitted due to central line pump malfunction/occlusion. (B)(6) rph later clarified that pt's port is clogging. No additional information or details available. Epoprostenol dose: 30ng/kg/min.